Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11863. It was reported pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed and released in the laa, with no recaptures performed. No pe was noted at the end of the procedure; however, sometime that evening a pe was observed. Pericardiocentesis was performed and 400cc of fluid was drained. The pe was considered resolved. No further patient complications were reported. The patient condition was fine.